Event description:
Boston scientific received information that this implantable cardioverter defibrillator created a latitude red alert due to a high out of range right ventricular pacing impedance. The right ventricular lead was a competitor lead. A revision procedure was performed and a lead issue could not be confirmed. However, blood had leaked into the device header around the terminal pin of the pace/sense portion of the competitor right ventricular lead. The decision was made to remove and replace the entire system. The explanted device was returned for analysis. No additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies but did verify the report of blood in the header. All setscrew seal plugs were intact. Seal ring marks within the rv lead port indicate the rv lead was fully inserted while implanted. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have resulted in the observed high, out-of-range pacing impedance measurements. The model 7120 lead is an open lumen lead and, as such, the blood identified in the header may have entered through the lumen of the rv lead.